Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure for a temporal craniotomy, the perforator bit tore the dura. No further info has been provided.